Event description:
On june 10, 2008, intuitive surgical was notified of a pt death per litigation documentation which reports the following: in 2007, five days after undergoing a da vinci radical prostatectomy procedure, a pt underwent emergency exploratory laparotomy and inter alia. Bowel necrosis with septicemia was observed and said to be the result of an interoperative mesentery tear. Six centimeters of continuous stitch was applied to repair the affected area, however, the pt expired.

Manufacturer narrative:
Intuitive surgical requested add'l info related to this event. A follow-up MDR will be submitted if add'l info becomes available. The hospital had continued to use the da vinci surgical system and since december of 2007 has used the da vinci s surgical system to perform surgery on pts. As of july 9, 2008, no similar instances of this event have been reported to isi.